Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported iiib endoleak of the main body is refuted, rather a small type ii endoleak (of the lumbar artery) was confirmed. This is not consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related. Procedure-related harms could not be determined with the medical records available for review. The final patient status was reported as being stable. Corrections: b5 describe event or problem. G4 awareness date. H6 remove all codes.

Event description:
A bifurcated stent graft and a suprarenal extension was implanted to treat an abdominal aortic aneurysm. Reportedly, an intraoperative type 3b endoleak remained and the physician elected to monitor the patient and follow up in 30 days with a computed tomography scan. Patient is doing well, asymptomatic and discharged on the next day. Additional information received per clinical assessment refuting the type iiib endoleak, and instead confirming a type ii endoleak (non-device-related). Therefore, this event is no longer reportable as there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
A bifurcated stent graft and a suprarenal extension was implanted to treat an abdominal aortic aneurysm. Reportedly, an intraoperative type 3b endoleak remained and the physician elected to monitor the patient and follow up in 30 days with a computed tomography scan. Patient is doing well, asymptomatic and discharged on the next day.